Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 300 mg/dl. The customer's mother explained that the alarm occurred when changing the infusion set. It was found that the insulin pump also alarmed motor position encoder error. The customer's insulin pump was not bumped, dropped, exposed to a magnetic resonance imaging machine or exposed to any strong magnetic field. The customer's mother was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.